Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the instruments noted no abnormalities. Functionally, each instrument was loaded with single use loading unit. During testing of the instruments a skip was noted in each units firing stroke after closure of the loading unit jaws. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occured intra-operatively in a laparoscopic sleeve gastrectomy. During the stapling of the stomach, the device first stapling stroke at the pyloric antrum were the product handle went in safety with disengagement of the rack, the surgeon understood that there was an over thickness, therefore they loaded another reload and it worked very smoothly. The second stapling had another reload, there was no over thickness and they experienced a good stapling, while the third stapling disengaged of the rack occurred again, and no possibility on stapling, the handle rotates in a vacuum and the handle was out of service. They changed the handle to resolved the issue and complete the case. The patient was alive with no injury.